Event description:
During routine testing of the device at the service ctr, the service tech reported that the battery clip was cracked. The device was originally returned for repair of a standard reference sensor failure when the cracked battery clip was found. Since this event occurred at the service ctr, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.